Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted (lot no. E36576). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2020 she experienced pelvic pain (seriousness criterion intervention required), visual impairment ("vision problems"), fatigue ("chronic fatigue"), vitamin b12 deficiency ("b12 deficiency even after treatment"), neuralgia ("neuroskeletal pain"), bone pain ("neuroskeletal pain"), liver disorder ("liver problems"), cognitive disorder ("cognitive problems") and paraesthesia ("pins and needles and tingling throughout the body"). The patient was treated with surgery (essure removal). Essure was removed. No causality assessment was received for essure with regard to pelvic pain, visual impairment, fatigue, vitamin b12 deficiency, neuralgia, bone pain, liver disorder, cognitive disorder or paraesthesia. The reporter commented: period of event occurrence: 3 years starting from 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on 13-feb-2023. The most recent information was received on 27-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 45 year-old female patient who had essure inserted (lot no. E36576). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. In 2020 she experienced pelvic pain (seriousness criterion intervention required), visual impairment ("vision problems"), fatigue ("chronic fatigue"), vitamin b12 deficiency ("b12 deficiency even after treatment"), neuralgia ("neuroskeletal pain"), bone pain ("neuroskeletal pain"), liver disorder ("liver problems"), cognitive disorder ("cognitive problems") and paraesthesia ("pins and needles and tingling throughout the body"). The patient was treated with surgery (essure removal). Essure was removed. No causality assessment was received for essure with regard to pelvic pain, visual impairment, fatigue, vitamin b12 deficiency, neuralgia, bone pain, liver disorder, cognitive disorder or paraesthesia. The reporter commented: period of event occurrence: 3 years starting from 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 54 kg. Batch no e36576 expiration date 2018-10-28 manufacture date: 2015-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.